Event description:
It was reported that a xience stent was implanted on (B)(6) 2010, to treat 90% re-stenosis of a non-abbott stent in the proximal left anterior descending (lad) artery. Follow-up visits on (B)(6) 2010, (B)(6) 2011 and (B)(6) 2012 confirmed no new angina symptoms and the patient was confirmed to be taking anti-thrombotic medicines. On (B)(6) 2013, the patient stopped taking clopidogrel. A follow-up visit on (B)(6) 2013 confirmed no new angina symptoms and the patient was confirmed to be taking anti-thrombotic medicines (aspirin). On (B)(6) 2013, the patient fell down and was transferred to the hospital. The patient suffered cardiopulmonary arrest. Cardiopulmonary resuscitation (CPR) was performed, but the patient died the same day. An autopsy was performed, but the cause of death was unknown. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. Death is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. It should be noted that the xience v everolimus eluting coronary stent system electronic instructions for use (IFU) states: the xience v everolimus eluting coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo native coronary artery lesions. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided.